Event description:
As rn was connecting patient to evening chemotherapy, the tego cap that was attached to patient central line broke within the closed system transfer device (spiros) of chemotherapy tubing. Rn disconnected and replaced tego cap attached to patient, requested new dose of chemotherapy from pharmacy, and disposed of unusable medication with broken tego cap. Patient chemo was administered later than intended time due to this complication.

Event description:
As rn was connecting patient to evening chemotherapy, the tego cap that was attached to patient central line broke within the closed system transfer device (spiros) of chemotherapy tubing. Rn disconnected and replaced tego cap attached to patient, requested new dose of chemotherapy from pharmacy, and disposed of unusable medication with broken tego cap. Patient chemo was administered later than intended time due to this complication.